Event description:
Device was setup and operational on the patient for 1/2-hour when all power ceased and teh battery alarm sounded. The nurse immediately began "bagging" the child and notified respiratory care that a attention was required. Ventilator was exchanged and removed from service pending investigation. No apparent damage to the newborn, and no follow up care was necessary. Upon evaluation the unit was found to have 2 orange wires disconnected from the main switch and resting against the connection, therefore and "bumps" may remove the +5 volt supply to the unit, turning it off. This unit has just been returned from overhaul from the manufacturer and this is the first patient it has been applied todevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: power switch. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.